Manufacturer narrative:
The device was returned for evaluation on 9/15/22 a nd was found in good physical condition. The logs were downloaded and reviewed. All three logs relating to infusions with a planned duration around 2 hours the review of the key press logs show that the third therapy was programmed with rate (340 ml/hr) and duration (2 hours) and the pump calculated the vtbi (680 ml) were reviewed and it appears that it is possible that the user had intended to program a vtbi of 340 ml instead of a rate of 340 ml/hour which would have resulted in a rate of 170 ml/hr and not resulted in in a proximal air in line before therapy completion. A proximal air in line alarm typically indicates the source container has run dry and the pump has started pump air. A proximal air in line alarm typically indicates the source container has run dry and the pump has started to pump air. There is no indication that the pump did not perform as designed. The 20ml delivery accuracy test was performed 3 times, measuring 20.5ml each time. The customer complaint of "a chemotherapy infusion was programmed for a 2 hour administration by a nurse, the product was administered in 1h20" was not confirmed as there was no problem found in both log review and testing.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infusion pump. The customer reported that a chemotherapy infusion was programmed for a 2 hour administration by a nurse; the product was administered in 1 hour 20 minutes. The status of the product at the time of the event is during infusion. There was no harm reported as a consequence of this event. No other information is available.